Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2026 that a fluid leak was discovered during fill 3 of 6 and patient (pt) was connected during incident the fluid was not discovered in the pump module area; however, fluid leaked from broken patient line. There were alarms/warnings after the leak, the patient line is blocked occurred after the fluid leak. Upon follow-up conducted on (B)(6) 2026 the patient stated that on (B)(6) 2026 during their fill 3 they noticed some fluid leaking from the cycler set patient line. The patient stated that prior to the leak they had inspected all the lines and did not see any discrepancies or any visible damage. Per the patient they don¿t know what caused the leak since they checked the cassette and the lines and there were no visible damage or holes. The patient confirmed that there was no fluid leaks from the cycler set connection to the solution bag or any fluid inside the cycler. Per the patient the fluid leak was coming from what appeared to be in the middle of the patient line. The patient stated that the issue was with the cycler set patient line and not the cycler of solution bag connections. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient could not complete treatment on the cycler on the day of the reported event. Per the patient, their peritoneal dialysis registered nurse (pdrn) is aware of the missed treatment that day. The patient confirmed that they are continuing treatment on the cycler with no further issues since then. The cycler set sample is not available to be returned to the manufacturer for physical evaluation.